Manufacturer narrative:
Concomitant: product ID 8590-9, lot# n265590, implanted: 2011-(B)(6), product type accessory. Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. Product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was reported that a stopped pump occurred during an update when the patient came in for a dose change earlier on the date of this report. Reporter saw a message stating pump shut off for 02:26hm. The pump logs showed one log entry at 10:25 and it was now 12:52 per the programmer. Since the infusion mode was stopped pump so they did not have the previous dose per day. Drugs delivered via the device were bupivacaine baclofen morphine. Additional follow-up indicated that patient was doing fine and never reported any change in therapy. He was getting just over 7 mg/day.